Event description:
It was initially reported that the customer's blood glucose was 361 mg/dl and a bolus was delivered to address bg. Pump system check was performed with tandem technical support and no issues were identified. Pump investigation was completed and no issues related to the reported bg were identified; however, a different issue was found.